Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative tricuspid regurgitation (tr), thin and tethered leaflets and rotated heart for a triclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. A triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the septal leaflet. Additional clip was deployed for stabilization of slda clip. The tr was reduced to grade 3 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Based on the available information, the reported slda is due to patient anatomy (tethered leaflets), per the physician. The reported difficulty in visualizing the clip appears to be related to procedural conditions (poor tee grasping views). The reported unexpected medical intervention was a result of case-specific circumstances, as an additional clip was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.